Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 2 components; however, it is unknown which component; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362599.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.